Manufacturer narrative:
(B)(6). A medtronic representative went to the site to test the equipment. The representative found that the communication between the box and emitter was not being established. To resolve the reported issue, the axiem cable that connects to the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect cable was received by the manufacturer for evaluation. Testing found an open on a pin within the cable. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while in a cranial resection, the emitter displayed that it was disconnected. Restarting the navigation system and adjusting the universal serial bus (usb) port being used did not resolve the reported issue. The issue occurred when attempting to register the patient. The site elected to switch to optical tracking with the navigation system camera to complete the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.